Event description:
It was reported that during the implant procedure the physician noted that the 6947 lead coil was separated at the proximal end of the rv coil. Upon further inspection by the physician it was noted that the separation was throughout. A 6935 lead was placed instead and physician felt the movement was snug through the introducer. The 6935 was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned where it was discovered that the exposed defibrillation coil conductor was severely distorted which is suspected to have occurred during the implant procedure.

Event description:
It was reported that during the implant procedure the physician noted that the 6947 lead coil was separated at the proximal end of the rv coil. Upon further inspection by the physician it was noted that the separation was throughout. A 6935 lead was placed instead and physician felt the movement was snug through the introducer. The 6935 was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.